Event description:
The patient presented to the hospital and reported feeling fatigue, chills, soreness, swelling, redness and discharge from pocket. The device system was explanted due to infection. The patient was stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.